Event description:
It was reported that during the implant attempt, there was transient oversensing. The pocket was reopened and the connection confirmed. The lead connector pin was inspected and reinserted in the rv p/s port and tightened down, with oversensing still present. A new device was used. When the second device was connected to the lead system, oversensing was again present. The second device was left in place and the patient monitored for a few days to check for oversensing, with no further oversensing issues. There were no patient complications reported as a result of this event. It was further reported that there was a question as to why the device lasted only 23 months. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found; however, grommet damage was noted.

Event description:
It was reported that during the implant attempt, there was transient oversensing. The pocket was reopened and the connection confirmed. The lead connector pin was inspected and reinserted in the rv p/s port and tightened down, with oversensing still present. A new device was used. When the second device was connected to the lead system, oversensing was again present. The second device was left in place and the patient monitored for a few days to check for oversensing, with no further oversensing issues. There were no patient complications reported as a result of this event. It was further reported that there was a question as to why the device lasted only 23 months. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the device was explanted and replaced due to early battery depletion.

Event description:
It was reported that during the implant attempt, there was transient oversensing. The pocket was reopened and the connection confirmed. The lead connector pin was inspected and reinserted in the rv p/s port and tightened down, with oversensing still present. A new device was used. When the second device was connected to the lead system, oversensing was again present. The second device was left in place and the patient monitored for a few days to check for oversensing, with no further oversensing issues. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; however, grommet damage was noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found; however grommet damage was noted. (B)(4): the device met 83% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.